Manufacturer narrative:
The insulin pump alarmed a21 during a21 error test due to broken solder joint c13 interface board. No a17 alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had unexpected restart alarm and external ram crc error for the last couple of weeks. Customer stated it happens when the insulin pump gets slightly bumped. Troubleshooting was done. No blood glucose reading provided. The unexpected restart alarm was recurring during normal insulin pump use. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.